Manufacturer narrative:
Medical records were reviewed by post market surveillance staff. The medical records did not contain dialysis treatment records for review. Medical records did not contain a history and physical or a medication list for review. Medical records did not contain hospital progress notes or admission/discharge summaries at or about the time of this hospitalization for review. Medical records did not contain lab or diagnostic test results for review. Medical records did not mention a malfunction. There was no documentation in the medical record that indicates a causal relationship between the liberty cycler and the patient¿s hospitalization for ventricular fibrillation. Without the aforementioned medical records, no conclusion can be made regarding a causal relationship between the liberty cycler, and reported event.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for physical evaluation. A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
A peritoneal dialysis (pd) patient reported following peritoneal dialysis treatment she needed to go to the hospital. Follow-up with the patient's peritoneal dialysis registered nurse (pdrn) indicated the patient was taken to the hospital and admitted on (B)(6) 2016 with primary symptoms of chest pains later determined to be ventricular fibrillation. The pdrn stated the patient had a history of cardiac-related issues and as of (B)(6) 2016 was currently still hospitalized. No additional information could be provided at this time. Medical records were requested.